Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. The IFU issues a caution that establishes: ¿caution: this product contains natural rubber latex which may cause allergic reactions.¿ additionally, the ¿other complications¿ section of the IFU establishes that ¿¿allergic reactions to latex have been reported. Physicians should identify latex sensitive patients and be prepared to treat allergic reactions promptly¿. A ¿symbol legend¿ displays a triangle symbol with ¿latex¿ written inside it and the meaning of the symbol described as ¿contains the presence of natural rubber latex.¿ the customer was educated on this as part of follow-up on the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The edwards representative received a call from the anesthesia tech manager reporting a patient had experienced an anaphylactic reaction to latex over the weekend. They were not certain that it was related to the model 746f8 swan-ganz catheter that was used, but they had not ruled it out either. Per follow-up with the customer, the physician who managed the patient's anaphylaxis identified that it was due to latex in the swan-ganz catheter. It was noted that the patient had a known latex allergy, with his reaction being hives, prior to use of the catheter. The patient reportedly made an immediate improvement once the allergen was removed from his body. No other sources of latex were identified throughout his admission, as the customer stated that ¿all of their materials (gloves, central lines, adhesives, foley catheters, dressings, and other supplies) are latex free.¿ serum levels of tryptase were not obtained; however, "this level would likely be non-confirmatory as the patient was on epinephrine infusion for days (epinephrine stabilizes anaphylactic serum markers)." The lot number of the suspect catheter is unknown, as the catheter was immediately removed and discarded when the diagnosis was made. Patient demographics were requested and not provided.